Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada for evalution. The customer's reported problem was observed during the initial testing. However, the customer requested return of the device before the completion of investigation. Therefore, the root cause could not be firmly established. The device was returned and labeled as not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.